Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture. Inter- rogation of the pulse generator revealed a unipolar lead impedance of 582 ohms with a 3.0 v to 5.0 v, 1.0 ms capture threshold. Bipolar lead impedance was 582 ohms with a 3.5 v capture threshold. The sensing threshold was 2.5 mv. The device was left in unipolar until a lead revision could be scheduled. The patient was in a nursing home.